Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one on the homechoice machine. During troubleshooting, the home patient (hp) stated that they had disconnected during dwell one, and when they had returned, the device was alarming. The hp reported that they had then reconnected to the setup. The technical service representative (tsr) explained the alarm and assisted the hpin clearing it. The tsr reviewed proper procedures with the hp and advised them to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient disconnecting from the setup using an improper technique is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.